Manufacturer narrative:
Final device analysis reveals broken welds at bond wire pads, model 7426. Inspection shows both b- battery bond wires were lifted from the hybrid circuit board pad. One feed thru wire from the #0 electrode was also found lifted. Findings from destructive analysis show the epoxy bond is broken between the hybrid circuit and both battery terminals. Laboratory functional test shows no output or telemetry from the device. The final investigation results confirm the reason for device return.

Event description:
The device was returned for analysis stating, the hcp questions the longevity of the ipg. The unit had been placed in 2004 and was retrieved after approximately 26 months implant duration. The manufacturer representative reported, the product battery failed. A return to baseline symptoms was reported during pt follow-up and the hcp could not interrogate the device. The pt then reportedly, experienced good symptom control following battery replacement in 2006. The unit was explanted and returned to the manufacturer for analysis.